Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead oversensed noisy signals. Boston scientific technical services (ts) reviewed the data and as this lead had been recently implanted, reasonable evidence suggested this issues might be signs of the damage insulation. Testing on the lead was recommended. At this time, this lead remains in service. No adverse patient effects were reported. Additional information confirmed the patient did not attend his appointment. He sent through a latitude transmission instead. The hospital will reschedule and informe.